Event description:
It was reported by the affiliate that the (1) lcsc5 was used during an unknown procedure. It was reported that the tissue pad fell into the pt but was retrieved. The case was completed with another device and with no pt consequence.